Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the pa connected the cable to the hemopro and activated the t.w. Power supply it would not work or make any sound. A replacement device was used to complete the procedure. The hospital did not report any pt effects.